Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient has elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 13 states, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06007 and 2014-07345).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient has elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing; sudden hearing/vision changes with cataract surgery, and knee/groin pain. Product identification has been reported.